Event description:
It was reported that the pt was not able to adjust the stimulation. The display of the pt's programmer showed a "call your doctor" icon. A power on reset (por) condition was also encountered. Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).